Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. The sample was attached to an extension set. Through visual examination, no damages were observed at the luer lock area and at the luer lock connector of the extension set. A simulation was performed on the returned contaminated catheter hub with the returned extension set to check for leakage. Upon flushing of red dyed solution, no leakage was observed. The sample was connected with a luer lock syringe and luer slip syringe to check for leakage; upon flushing of red dyed solution, no leakage was observed. Based on the investigation, the reported defect could not be replicated or observed. The complaint is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description introcan safety 3 disconnected from extension set and leaked doxil. Detailed inquiry description. Leaked doxil on patient's skin.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.